Event description:
It was reported that the unit made a few compressions and stopped. Medics tried to swap the battery but to no improvement. Manual CPR was administered. No adverse event reported.

Manufacturer narrative:
The reported complaint of "unit made a few compressions and stopped" was not confirmed. Based on the date of occurrence ((B)(6) 2012), the sessions that pertain to the reported incident are the sessions from (B)(6) 2012. User advisory 2 (compression tracking error) was logged into the archive file during these sessions. User advisory 2 is generated if the load is very light, or if it is not positioned correctly. The board was run with a manikin and test battery, and then run with the large resuscitation test fixture (equivalent to a 250 pound pt), no problems were observed. No adverse event reported.